Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 6.6 cm abdominal aortic aneurysm in 2003. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the aneursym length was 120 mm. The aneurysm neck was reported to be very short, about 1.5 cm in length, and there was thrombus in the aneursym sac with a very small flow lumen. The patient has a history of coronary artery disease, chronic obstructive pulmonary disease, hypertension, history of stroke and a history of tobacco use. During the implant procedure, it was reported that the bifurcated stent graft was placed too low, requiring placement of two proximal aortic cuffs. It was reported that the contralateral gate was difficult to cannulate, requiring multiple attempts. The contralateral limb was successfully deployed. After deployment of the stent graft, the patient developed diminished pulses in one leg, requiring a femoral-popliteal bypass. The patient was unstable at the conclusion of the procedure, and expired approximately 30 hours post-implant from bowel ischemia due to showering of emboli.